Event description:
When disposing of a needle in a sharps collector, nursing assistant rec'd a puncture wound to index finger of right hand as a syringe which was already in the collector had penetrated through the covering.